Event description:
This unsolicited case from united states was received on 22-jan-2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after few weeks had knees have hurt/knees were sore/knees hurt bad. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with cortisone injections. On an unknown date in (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021; expiry date: unknown) into both the knees for osteoarthritis. The patient did not engage in activities such as jogging or tennis soon after the injection. They sprayed some numbing agent and then put a small needle and then the synvisc one. On an unknown date in 2017, after unknown latency, the patient's knees were hurt this time. The patient woke up in the morning and her knees were sore. It was reported that the patient's right knee would buckle sometimes. It was reported that the patient started to experience symptoms about four to six weeks after the injections. The patient thought it was working. It did that with the cortisone shots too which the patient received in past. On (B)(6) 2017, the patient went back for check-up and told her that she was not sure if it was working. The patient was told to take paracetamol (tylenol) two 500 mg tablets three times a day, if needed (seemed to help if she remembered to take it). The patient was told to try an elastic knee brace for swelling, but she did not have any swelling. The patient was able to bear weight before and after the injection. But, wished she had cane after the injections because it might make it easier. The patient's pain on a scale of 1 to 10 was a 9 prior to the injections. Reportedly the patient's pain was now 10 at times. It was reported that the patient's knees hurt bad, to the point of tears sometimes. The patient did not have a fever or blood work done. She did have blood work done. The patient had an appointment set to see doctor again. No further information was provided. Corrective treatment: paracetamol (tylenol) for knees have hurt/knees were sore/knees hurt bad. Outcome: not recovered for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 22-jan-2018 from a patient. This case concerns a 72 year old female patient who received treatment with synvisc one and later after few weeks had knees have hurt/knees were sore/knees hurt bad. Also device malfunction was identified for the reported lot number. The patient reported that the device did not work (device ineffective). No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with cortisone injections. Patient had type 2 diabetes. On an unknown date in (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021; expiry date: unknown) into both the knees for osteoarthritis. The patient did not engage in activities such as jogging or tennis soon after the injection. They sprayed some numbing agent and then put a small needle and then the synvisc one. On an unknown date in 2017, after unknown latency, the patient's knees were hurt this time. The patient woke up in the morning and her knees were sore. It was reported that the patient's right knee would buckle sometimes. It was reported that the patient started to experience symptoms about four to six weeks after the injections. The patient thought it was working. It did that with the cortisone shots too which the patient received in past. On (B)(6) 2017, the patient went back for check-up and told her that she was not sure if it was working. The patient was told to take paracetamol (tylenol) two 500 mg tablets three times a day, if needed (seemed to help if she remembered to take it). The patient was told to try an elastic knee brace for swelling, but she did not have any swelling. The patient was able to bear weight before and after the injection. But, wished she had cane after the injections because it might make it easier. The patient's pain on a scale of 1 to 10 was a 9 prior to the injections. Reportedly the patient's pain was now 10 at times. It was reported that the patient's knees hurt bad, to the point of tears sometimes. The patient did not have a fever or blood work done. She did have blood work done. The patient had an appointment set to see doctor again. No further information was provided. It was reported that the device didn't work (device ineffective). Corrective treatment: paracetamol (tylenol) for knees have hurt/knees were sore/knees hurt bad. Outcome: not recovered for all the events except didnot work a pharmaceutical technical complaint (ptc) was initiated with gptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 05-feb-2018. Global ptc number was added. Additional information was received on 19-mar-2018 and 20-mar-2018 (both information processed together with clock start date (B)(6) 2018) from the patient. Event of did not work was added. Medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-mar-2018: the follow up information does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain in knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.